Event description:
It was reported the left ventricular lead demonstrated high threshold measurements. The lead was capped and a new lead was implanted. The patient is enrolled in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m implantable tachy lead 2013-(B)(6), 5076 implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was further reported that the physician was unable to remove the lead due to scarring and adhesions.